Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient was initially implanted with zb products. Subsequently, the patient underwent revision surgery due to unknown reasons for changing from a cementless femur to a cemented femur. The insert was also exchanged., approximately 2 days post-op. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. With the new information received that this device was explanted two days after implantation and this being prior to the event date previously reported for possible allergic reaction, the event or revision due to unknown reason has been subsequently investigated. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing which could be related to the reported event. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a suspicion of an allergic reaction. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet finned pri stem 40mm item#141314 lot#000580. Biomet por pri tib tray 71mm item#141263 lot#021030. Series a pat std 31 3 peg item#184764 lot#127140. Vngd ps tib brg 10x71/75mm item#183640 lot#772280. Report source- france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.